Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd nano¿ pen needle would not dispense insulin during the injection. The consumer did not prime nor visually test the needle beforehand. This event occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported about 30 of the needle did not dispensed the insulin out during injection-sample available. He uses the nano needles." Consumer does not do the priming, he visually does not test the needle to see if it is straight. He uses the new needle each time of his injection. He firmly attaches the pen needle on to the pen.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano¿ pen needle would not dispense insulin during the injection. The consumer did not prime nor visually test the needle beforehand. This event occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported about 30 of the needle did not dispensed the insulin out during injection-sample available. He uses the nano needles." Consumer does not do the priming, he visually does not test the needle to see if it is straight. He uses the new needle each time of his injection. He firmly attaches the pen needle on to the pen.